Event description:
During the pfa procedure, a leak was noted in the valve. This occurred when the catheter was placed for preprocedural mapping. Another device from the same model was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water was noted to leak out of the hemostasis hub. A catheter from current abbott inventory was inserted into the sheath and an aspiration vacuum leak test was conducted again; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted again; water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the side wall of the seal. A corrective action was initiated to investigate the failure mode of the agilis leak.